Manufacturer narrative:
Evaluation of the returned handle revealed, an undamaged and functional device. The reported complaint could not be confirmed. During functional testing, the handle was tested on a handle test fixture and performed within specification. The handle was able to detach a demonstration smart coil without an issue. The root cause of the reported complaint could not be determined. Further evaluation revealed, that a piece of pet was returned inside a clear plastic bag, and a piece of pet was found inside the handle when the nose cone was removed to inspect the funnel. This was likely incidental to the complaint and may have resulted from the detachment attempts, during the procedure. Penumbra handles are 100% visually inspected and functionally tested, during incoming quality inspection. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-02629. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02629.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician successfully implanted seven non-penumbra coils and three smart coils using the microcatheter. The physician then advanced another smart coil to the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach after two attempts. Therefore, the physician manually detached the smart coil. The procedure was completed at this point. There was no report of an adverse effect to the patient.